Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home peritoneal dialysis (pd) system kaguya set leaked from an unspecified location. This was observed during priming of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the heater line¿s tubing was separated/detached from the cassette tube port. The heater line¿s port outer diameter was measured to be within the specification. The tubing was inserted back into the heater bag port and an underwater pressure test was performed with no issues noted. Functional testing (self-testing and priming) was performed and no leak or any abnormality observed. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.